Event description:
The physician intended to use an endeavor resolute drug eluting device. The target lesion was in the mid rca and had 85 % stenosis. The lesion was tortuous. The device was inspected prior to use with no issues noted. The device was advanced but it could not pass the lesion. The physician used a new device, same model, to complete the surgery. There were no patient complications reported. The device was returned to the manufacturing facility and through analysis, the stent was observed to be damaged. Device evaluation the distal tip was flared and kinked. A number of struts on the 9th and 10th proximal stent segment were raised and deformed. The 8th proximal segment was deformed. A number of segments were partially misaligned. The remaining segments were intact. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).¿

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (the lesion had 85% stenosis and was tortuous). Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (the lesion had 85% stenosis and was tortuous). (B)(4).